Event description:
The dexcom g6 follow app stopped sending data around 1130pm last night, november 29th. It is still not sending data 16 hours later. There was not even a no data alarm. My son's blood sugar was very high and he needed insulin but I wasn't informed through the app that I rely on. His blood sugar was affected because I didn't have the notifications I rely on. The company had no notifications about the server error for many hours. They need to send some type of notification to the people who are depending on these readings. FDA safety report ID# (B)(4).